Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, kit, 8f products that are cleared in the us. The pro code and 510 k number for thex-port isp implantable port, groshong single-lumen, kit, 8f products are identified in procode and PMA/510k. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port, one groshong single lumen catheter, two catheter locks, one "j" tip guidewire in a guidewire hoop, one introducer peel-apart sheath, one straight non-coring needle, one right-angle non-coring needle, one tunneler, one safety infusion set, one guidewire with straight stainless tip, one introducer needle and one introducer with dilator were returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for identified "deformation due to compressive stress" and identified "stretched" as the guidewire appeared unraveled proximal to the needle hub. Furthermore, the flat inner core wire was noted to be protruding from the coils of the guidewire and also the guidewire was attempted to be passed through the introducer needle but would not advance. However, the investigation is inconclusive for the reported material twist/bent issue as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2024).

Event description:
It was reported that during the port placement, the guidewire was allegedly twisted. It was further reported that another device was used to complete the procedure. There was no reported patient injury.